Manufacturer narrative:
A device history review (DHR) could not be conducted since the product code and lot number were unknown. Complainant returned a photo of a used protect IV needle guard assembly for analysis. The photo displayed a partially advanced device with a portion of the cannula protruding from the nose component. The photo also displayed normal flash in the flashback chamber and dried blood residue on nose component. Unfortunately, the photo taken of the complaint sample did not include a magnified closed up views of the device for evidence of mechanical witness marks or manufacturing damage. No product sample was received; therefore, visual and functional testing could not be performed. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the user was not able to click the catheter to withdraw the needle. It was also reported that the tip of the needle was exposed and never went inside the chamber. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given were to recur. Report 3012307300-2022-08836 is no longer considered reportable, please disregard any MDR reports associated with it.